Event description:
It was reported that there appeared to be intermittent loss of ventricular capture based on the patient's transtelephonic monitoring (ttm) transmission. The device remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.